Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead recently began lifting weights. The patients' physician believes that the weight lifting resulted in increased threshold and poor sensing measurements. An xray confirmed that the ra lead dislodged. An invasive revision procedure was performed and the ra lead was successfully explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
The ra lead was disposed of and would not be returned for reliability analysis.